Manufacturer narrative:
The failure investigation has been completed and the alleged shut down issue was verified. Based on the analysis, the alleged touch screen issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down. After charging the pump for 1 hour, the pump turned on; however, the pump touch screen was unresponsive and not functional. Reportedly, the screen was frozen on the 1, 2, 3 screen. The customer's blood glucose level was 140 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.